Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient was due to undergo an MRI and the device was not properly programmed into MRI mode. Following the MRI, the device was in back up mode. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.